Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris ultra stent was to be used in a procedure, and, during preparation, the device was found fractured. The procedure was completed with another same model and there were no patient complications reported as a result of this event.